Manufacturer narrative:
The reported events were capturing problem, failure to sense, helix mechanism issue and cardiac perforation. As received, a complete lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to chest pain. Device interrogation revealed failure to sense, high capture thresholds, failure to extend helix and cardiac perforation on the atrial (ra) lead. The physician elected to explant and replace the ra lead and perform a drainage. The patient was unstable.